Event description:
Received a voluntary medwatch report from the FDA. The description of the event was blank, however, queried the maude database and found the voluntary medwatch with the following description of the event: "I had lasik surgery and to this day it was the worst decision of my life. The complications from this have affected my lifestyle. I avoid going out at night, due to my visual disabilities from lasik. I am very depressed and constantly suffer from all the complications. I have dry eyes, halos, daytime and nightime starbursts and glaring. My problems started after the day of the surgery when I noticed lots of halos around the lamp post at night and starbursting from car headlights. This really freaked me out, but I was assured by the lasik dr that this will go away and was part of the healing. However, to this day I suffer from it. I am diagnosed with dry eyes and use eye drops every hour. I would like everyone to please do your research and stay away from this procedure. Lasik, in general, is a flawed technique and should never be approved by the FDA. I would pay my life savings to get back my crisp eyesight with glasses. Event abated: no. " follow-up info was requested from the pt, however, we have received no response to date.

Manufacturer narrative:
The info provided does not indicate any device related info that relates to mfg or servicing records. Therefore, a device related investigation was not possible. Despite repeated attempts to obtain additional info from the reporter/patient, we have received no response to date. Reporter/patient was contacted on 1/21/09 (phone), 1/22/09 (letter) and 2/2/09 (second letter). No response to date.